Event description:
After an implantation period of approx. 41 months, it was reported that the patient had to be resuscitated during an examination in the physicians office, because asystole occurred during a pacing threshold test. The patient was admitted to the hospital.

Manufacturer narrative:
The pacemaker was not returned for analysis. The analysis is therefore based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been inspected. The inspection revealed a normal pacemaker behavior. During the follow-up on (B)(6) 2022, a manual threshold test was conducted in lv vvi mode, with a base frequency of 90 bpm. During the manual test, neither pacing in the rv nor backup-pacing take place. This is an expected device behavior. Since the patient suffers from av-block, av conduction was not available. It cannot be excluded that the absence of rv pacing in combination with lv pacing pulses below the pacing threshold during the test might have led to the reported asystole. However, the root cause was not conclusively determinable. Information regarding the details of the reported reanimation were, despite several attempts, not available for analysis. Analysis shows no indication of a device malfunction. The pacemaker functioned as specified. Should additional relevant information become available, the investigation will be updated.